Event description:
Customer reportedly received result of 8.4 mmol/l on the compact plus system and 17.4 mmol/l on professional device within 10 minutes on. Hospital staff dosed customer's unspecified medication on result obtained on the professional device. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).